Event description:
A review of service data detected a reportable event. During servicing, charger (B)(4) was unable to power on. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: evaluation of charger (B)(4) has been completed. The cause of the charger not powering on was due to a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the intermittent battery charger.